Event description:
We found a catheter broken behind the bed of a baby while no action was being performed. The baby was asleep. The PICC was placed in right axillary to (B)(6) hospital on (B)(6) 2012, was found broken on (B)(6) 2012. The baby was born on (B)(6) 2012.

Manufacturer narrative:
Results of an investigation will be field in a supplemental report.